Event description:
On (B)(6) 2017, the reporter contacted lifescan USA, alleging vial damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The reporter alleged error 2.2, not vial damaged as previously reported. The device code should have been (B)(4), not (B)(4) as previously reported.